Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Requested but not provided.

Event description:
It was reported from the outpatient unit that the tubing set had a hole and leaked below the safety clamp during a ns infusion in use on a patient. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the tubing set had a hole and leaked below the safety clamp was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a cut/slice on the tubing on the distal tubing below the lower fitment. Liquid leaked from the cut that extended diagonally almost completely across the tubing. Functional testing was performed; the set leaked from the tubing cut that was observed during visual inspection. No further testing could be performed on due to the cut in the tubing. The root cause of the cut was not identified.

Event description:
It was reported from the outpatient unit that the tubing set had a hole and leaked below the safety clamp during a ns (normal saline) infusion during use on a patient. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.